Event description:
It was reported via medwatch report that the intensivist was attempting to place a central line and the guidewire began to pull apart. The guide wire was removed and another kit was opened. It was noted the pt was a (B)(6) female. A second cvc was successfully placed.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.